Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 18.0 cm, 75.0 cm, and 109.0 cm from the proximal end. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned pod revealed a functional device. During functional testing, the device was able to advance through its introducer sheath and a demonstration lantern with resistance due to the kinks on its pusher assembly. The kinks on the pusher assembly were likely incidental to the complaint. The reported complaint could not be confirmed. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod coils and a lantern delivery microcatheter (lantern). It was reported that the patient anatomy was tortuous and calcified. During the procedure, the physician implanted a pod coil in the target vessel. While advancing the next pod coil beyond the hub of the lantern, the physician experienced resistance, and the pod coil became stuck. Therefore, the pod coil was removed. The procedure was completed using two new pod coils and the same lantern. There was no report of an adverse effect to the patient.